Event description:
The procedure was bronchial artery embolization (bae) for the right peripheral bronchial artery that was heavily tortuous. The level of calcification was unknown. Access was obtained from the femoral artery. During the procedure, an unspecified angiography catheter (terumo) was engaged in the target vessel. Then, while advancing a deltaplush ((B)(4), complaint product) in an unspecified microcatheter ((B)(4)) which delivered through an angiography catheter, the microcatheter lost target lesion. Then the physician decided to remove the deltaplush and he was gently withdrawing the deltaplush. After withdrawal the physician checked the deltaplush outside the patient it was noted that the microcoil was not attached to the dpu although detachment was not attempted. The physician thought that the deltaplush would have been unintentionally detached outside the patient's body and missing somewhere in the operating room, because the microcoil could not be found in the microcatheter or target lesion in image. Prior to the complaint product, two orbit galaxy ((B)(4), lot unknown) were placed in the target lesion using the same angiography catheter and the same microcatheter without any difficulties. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coils by visual inspection. The coil did not remain on the dpu. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
Concomitant device: unknown carnelian pixie ER/tokai medical products mirocatheter, unknown terumo microcatheter, unknown 2 orbit galaxy coils.(B)(4).the product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.